Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted into the patient. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted on (B)(6) 2006 to treat stress urinary incontinence and pelvic organ prolapse with concurrent hysterectomy. It was also reported that following insertion the patient experienced pain, erosion, extrusion, bleeding, infection, urinary/bowel problems, recurrence, dyspareunia, fistulae and vaginal scarring. It was further reported that patient underwent mesh revision on (B)(6) 2006 due to mesh exposure. Additionally, on (B)(6) 2010 the patient underwent mesh excision due to mesh erosion and dyspareunia. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.